Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed the shocking lead impedance measurements had been in the 110 -125 ohms range. Additional information has been requested. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No additional adverse patient effects were reported. Further information obtained indicated that no further testing or intervention was performed. The patient will continue to be monitored through the remote monitoring system and through office checks. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Additional information was received that indicated this rv lead was still exhibiting high out of range shock impedances greater than 130 ohms. Commanded shock testing was performed, where a 41j shock was delivered on the r-wave and the impedances were 92 ohms. It was noted that ventricular fibrillation (vf) was not induced during the testing. The alert value was increased to 150 ohms, and the plan to monitor. The lead remains in-service. No adverse patient effects were reported.